Event description:
It was reported post op a gastric band procedure, the patient was not losing any weight. A leak was identified at the point where the tubing meets the port, so there was no fluid getting to the band. Patient was re-operated on to remove the port and section of tubing that was leaking. There was no patient complications reported.

Manufacturer narrative:
Date sent: 05/15/2009. Information anticipated, but unavailable a this time.